Manufacturer narrative:
Internal reference: (B)(4). Please correct the submission date to 06/24/2016. An email to emdr@FDA.hhs.gov will be sent with the details of the date when the electronic submission "passed" and an explanation of the issues experienced and attempts made to submit this electronic MDR since the esg webtrader outage on 06-24-2016. Reference esg help desk ticket numbers (B)(4); and cesub help desk ticket #(B)(4) in addition to the documents attached to this case. This case was reviewed and investigated according to philips volcano policy. Patient information was obtained since our first attempt on 06-24-2016 to submit this event. Additional information obtained indicated no damage was observed during prep and all portions of the device appeared to be accounted for after removal. The guide catheter used was a technowood. No additional medical or surgical intervention was required to retrieve the device. Treatment was completed by the procedure. No physical product investigation was possible as the device was discarded at the facility. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of review complaints. The instructions for use (IFU) warns the volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed.

Event description:
It was reported the guidewire (wire) went through the side hole of the guide catheter (gc) inside the body. The user tried to pull the wire back but the sensor of the wire was trapped by the side hole. The wire and the gc were removed together. No patient injury. Patient's condition today noted as "stable." Vessel: lad#6, occlusion: 75%, artery tortuousness: slight, calcification: slight.